Event description:
It was reported that the patient underwent a cervical cone resection + cervical scraping surgery due to high-grade cervical intraepithelial neoplasia on (B)(6) 2024 and suture was used. The suture broke several times during the suturing process. After replacing other suture, the suturing was completed. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable. Please clarify how many devices was used in this single procedure attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences as a result of the event? A review of the batch manufacturing records was conducted, and no related non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-04825